Manufacturer narrative:
H10: it was reported that there was no patient involvement at the time the issue was discovered. Per good faith effort (gfe) response received 15jan2024, the authorized service provider (asp) engineer stated that the blower failed due to age. However, the asp engineer mentioned that the customer declined service and repair. Therefore, the asp engineer was not able to evaluate or repair the device. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the turbine failed, and there was an issue with supplying air to the patient. The hospital wanted to know if the failure was caused by implementing a field change order. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported patient or user harm. The customer called technical support to report that the turbine failed, and there was an issue with supplying air to the patient. The hospital wanted to know if the failure was caused by implementing a field change order.